Event description:
While performing onsite service for the device, it was identified by an authorized field service engineer (fse) that the unit experienced a battery failure during operational testing. There was no patient involvement.